Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), uterine perforation ('uterine perforation/ migration /') and device dislocation ('malposition of essure device location of device: projecting over sacrum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: essure confirmation test (unspecified) : result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received : events- "malposition of essure device location of device: projecting over sacrum, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), uterine perforation ('uterine perforation/ migration /'), salpingitis ('chronic salpingitis'), device dislocation ('malposition of essure device location of device: projecting over sacrum') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, metrorrhagia, prolonged menses, anemia, weight gain, abnormal uterine bleeding, sore throat, congestion nasal, myalgia, uti, influenza and tachycardia. Concomitant products included norethisterone (micronor) from (B)(6) 2017 to (B)(6) 2018 for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic/lower pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, salpingitis, device dislocation and endometritis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, endometritis, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2008 and (B)(6) 2008. (B)(6) 2008 (discrepancy noted),(B)(6) 2008 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2018: bilateral tubes (bilateral salpingectomy): fallopian tubes with fimbriae and mild chronic salpingitis; on (B)(6) 2019: endometrium (biopsy): few plasma cell present, consistent with chronic endometritis. Proliferative endometrium. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received-new event chronic salpingitis, endometritis were added. New reporter, lab data, medical history,were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), uterine perforation ('uterine perforation/ migration /') and device dislocation ('malposition of essure device location of device: projecting over sacrum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone (micronor) from (B)(6) 2017 to (B)(6) 2018 for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic/lower pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2008 and (B)(6) 2008.(B)(6) 2008 (discrepancy noted),(B)(6) 2008 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received.rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), uterine perforation ('uterine perforation/ migration /') and device dislocation ('malposition of essure device location of device: projecting over sacrum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea cramping"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation and device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in (B)(6) 2009: essure confirmation test (unspecified) : result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and uterine perforation ('uterine perforation/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test : result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated.. Event: injury were updated to pelvic/ pain . New events: abdominal, dysmenorrhea (cramping), migration/ perforation: fallopian tubes,, perforation: uterus were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.